Event description:
Revision surgery - the pt had a painful hip.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 4.75 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.